Manufacturer narrative:
Date sent to the FDA: 4/3/2022. Additional information: a2, b7, d1, d2a, d4, d6b. Additional b5 narrative: it was reported that the patient underwent removal surgery on 9b)(6) 2019 due to recurrent hernia. It was reported that the patient experienced abdominal pain.

Manufacturer narrative:
Date sent to the FDA: 4/13/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on 10/18/2013 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.